Manufacturer narrative:
A ge service rep performed an onsite investigation. The cables and the printed circuit boards were reset, the software was reloaded, and the system files were rebuilt. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a communication error message, and that the x-rays would stay on after releasing the x-ray switch. No pt injury was reported.